Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). H10 additional reports ran for this report: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device was missing a bearing which caused cutting and calibration issues, and the comb and bottom roll were damaged. The bearing, comb, and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during maintenance inspection on 13 nov 2023, the following failure descriptions were noted: missing ce mark; calibration issue; damaged comb; worn bottom roll; missing bearing; defective accessory return: 1-1/2 - 111076; 2:1 - 805068. There was no patient involvement, impact, or harm reported as device was only returned for preventive maintenance. Due diligence information complete.